Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017, upon intra-aortic balloon (iab) insertion during pci surgery on coronary disease using packaged sheath, iab was difficult to advance through the sheath. Replaced iab to continue therapy. No patient injury was reported.